Event description:
Rotation of the senographa arm did not stop when the keypad button released ( x-ray had keypad ); the rotation was stopped only to 90. The problem was discovered during the analysis of the service logs. This problem occurred atleast twice (not consecutive). It was determined that the keypad had stuck after being depressed. No problem was reported by the customer, no patient was involved, nor were any injuries reported. The potential safety concernis for possible patient injury if sonographa arm rotation motion is not stopped when the button is released.